Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a protrude and loose drive support disk. The insulin pump was received with a broken reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on the display window, and a scratched reservoir tube window.

Event description:
Customer's mother reported via phone call that the insulin pump is stuck in the preparing to prime loop. It was advised to hold down the act button until receiving a second series of beeps or numbers appear on the display. The customer did not receive the beeps or the numbers and the insulin pump alarmed compromised force sensor system. The insulin pump was not bumped or dropped. The drive support cap is protruded. Blood glucose value was 150 mg/dl; most recent reading was 396 mg/dl. It was advised to discontinue the use of the device and revert to a back a plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.